Manufacturer narrative:
(B)(4). The 510(k) # of similar product code of 826631: k914479. A second device was returned for investigation. Upon completion of the investigation a follow up report will be filed.

Event description:
"The clinician stated that he was experiencing a problem with a codman microsensor. The clinician implanted a codman microsensor into a patient who was having a subdural craniotomy. He noticed a negative reading which has not improved post operatively. It appears that the microsensor has been zero' correctly when asked. The clinician mentioned that the microsensor was yellow. The microsensor should be white. I have asked the clinician to keep this once ex-planted so we can send to complaints. Patient had a negative reading of 2 then 6 mmhg. The clinician felt that there may be a problem with the microsensor. Microsensor is still currently implanted at this stage." Unknown patient outcome, patient still in ICU. No patient demographics provided.

Manufacturer narrative:
The device was returned for evaluation. A review of manufacturing records could not be performed, as the bar code label with the device identifier was missing from the sensor. Evaluation of the returned device found that the sensor passed all electronic, noise, linearity/hysteresis, and signal drift tests. Based on their evaluation, the supplier was unable to confirm the reporte issue. The device functioned as intended. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.